Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a black display was confirmed. Ventec opened the device to perform a visual inspection and observed that the cable between the internal flow transducer and control board was not properly seated. Ventec reseated the cable and proper device operation was observed through functional and performance testing.

Event description:
It was reported to ventec that the device alarms and the display goes black (blank). During service at ventec, it was observed that the device unexpectedly shuts down. There was no patient involvement.